Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the unsatisfactory numbers that the first leadless ipg showed were clarified to be high thresholds in multiple locations.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys / expiration date: 14-jul-2021 / serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No, mfg date: (B)(6) 2020, yes, patient code(s): (B)(4), device code(s): (B)(4), FDA method code(s): 4115, FDA results code(s): 3221, FDA conclusion code(s): 22. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation, cardiac tamponade and pericardial effusion during the leadless implantable pulse generator (ipg) implant procedure. It was further reported that the first leadless ipg exhibited unsatisfactory numbers. The leadless ipg was removed and a second leadless ipg was implanted. A drain was used and pericardial centesis was performed. The second leadless ipg remains in use. No further patient complications have been reported as a result of this event.